Event description:
It was reported the camera head image was dark. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head image was dark. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h10. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, other evaluation findings include the following: poor color image and a cut on the cable. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the additional findings is cause traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.